Event description:
It was reported that the pt had a new intrathecal catheter placed about one week prior to the call. The catheter was placed up to t1 and the daily dose of baclofen was set at 800 mcg/day (the concentration was not provided). In 2008, the dose was again increased (dose not provided). On the morning of 2008, the pt was lethargic with bradycardia. The pt was admitted to the hospital and her dose was increased (dose not provided). At the time of the report, the pt was sleepy but not intubated. The reporter had contacted the pt's managing physician and was waiting to hear back.